Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 400 mg/dl and the other blood glucose was 282 mg/dl and 370 mg/dl, 290 mg/dl. Customer treated with insulin pump. The customer also stated that reservoir had air bubble and air bubbles were successfully removed. The customer also reported that air bubbles suddenly appearing in the reservoir while its in the reservoir compartment. The customer uses the auto mode feature. The customer performed the self test and they were able to passed the test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.